Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that after surgery, the patient reason was preferred to proceed with retinal surgery to remove dislocated iol. Clinical reason being mentioned as dislocated iol (intraocular lens) and posterior capsular rupture. The iol was explanted and exchanged for an unknown monofocal lens following the secondary implant procedure. Additional information has been requested.